Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that during the use of a smiths medical medexmatrix manifold with right male rotator the "taps are not working correctly they are working back to front". No adverse patient effects were reported.